Event description:
As reported: "during the set up for an ankle arthrodesis case, we discovered that the nail adaptor wasn¿t fitting into the lateral locking position of the jig. We tried to lubricate it with saline but had no luck. The surgeon ended up using a mallet to push the adaptor/jig into the correct positions during the whole case potentially further damaging the instruments. This was difficult as the jig would get stuck or not go into the correct position how it normally would. This led to increased surgical time. (Increase of approximately 5 minutes). The issue was first noticed when the scrub nurse was putting the jig and nail adaptor together before the case started."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the identification of the targeting arm was identified based on the catalog # and the lot# marked. The device was little used, normal wear marks and scratches, as well as traces of lubrification are visible on the metallic part. The wear observed is most probably due to the use of the device and multiple assembling and disassembling cycles with the nail adapter. Local material sizing due to deformation and wear was observed on the top of one of the lateral locking grooves. The material sizing led to a local decrease of the groove width. The deformation and wear observed were most probably caused by mishandling of the device, such as hammering or excessive torsional load applied with the nail adapter during previous use. It is not possible to determine if the deformation observed was caused during previous usage or if it was fully caused by the mallet used during the surgery in order to assemble the instruments, as reported in the complaint. However, it can be stated that this may have contributed to damage the targeting arm. The returned targeting arm and nail adapter were used to simulate the assembling and disassembling, as performed during a surgery. For one lateral locking groove and for the posterior locking groove, the assembling and disassembling were performed as intended. However, the nail adapter could not be inserted into the second lateral locking groove, where the material sizing was observed. While the adapter is still fully functional, the functionality of the targeting arm could not be given anymore. Thus, the reported event could be confirmed. The dimensional inspection has shown that the bottom of the deformed lateral locking groove is according to the specification, while the top of the groove is out of specification. This gives indication that the local decrease of width occured most probably during the use of the device and is not related to manufacture. Based on investigation, the root cause was attributed to an user related issue. The material deformation was most probably caused by improper use of the targeting arm, such as hammering. As a reminder, the instructions for use clearly state that: "¿ do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! ¿ always treat the instrument carefully to avoid surface damage or alterations to the geometry." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during the set up for an ankle arthrodesis case, we discovered that the nail adaptor wasn¿t fitting into the lateral locking position of the jig. We tried to lubricate it with saline but had no luck. The surgeon ended up using a mallet to push the adaptor/jig into the correct positions during the whole case potentially further damaging the instruments. This was difficult as the jig would get stuck or not go into the correct position how it normally would. This led to increased surgical time. (Increase of approximately 5 minutes). The issue was first noticed when the scrub nurse was putting the jig and nail adaptor together before the case started."